Event description:
It was reported that during procedure the lead was placed and was unable to get the proper measurements. Additionally, the lead helix would not turn. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst also noted: helix was able to be extended/ retracted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.